Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with a cc-xs meter, which could cause misinterpretation of results. The customer performed a display check and there were three lines within the display. Also, the customer heard three beeps from the meter. The customer stated the meter no longer turns on. No misinterpretation of results were reported.